Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to plunger retraction problem and entrapment include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. Aggressive manipulation during insertion likely led to the reported bent needle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. Reportedly, the plunger could not be removed from the device; as such, the device became stuck in the patient. A surgical cutdown was performed to remove the entrapped device; upon removal of the device, it was noted that the needle was bent. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved via surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.